Event description:
Caller reported a malfunction on the pump with the malfunction code malf 3. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent, advised the customer on necessary steps for backup insulin therapy, and provided instructions for returning the malfunctioning pump.